Manufacturer narrative:
(B)(4) visual examination of the returned product identified biological debris in the trabecular metal of the implant, confirming the revision. Provided radiographs identified a dislodgment of the intervertebral cage at l5-s1 into the spinal canal. Bone quality was normal. No definite abnormality seen within the patient's anatomy or product position that could explain the dislocation. Review of the device history records did not identify any deviations or anomalies during manufacturing. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Report source: event occurred in (B)(6).

Event description:
It was reported that approximately 6 weeks post implantation, the patient experienced a dislocation of the interbody device on the l5-s1 vertebrae. Patient was asymptomatic, however, the cage was removed. Attempts have been made and no further information has been provided.